Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report# : 1627487-2014-26756. The patient reports she experienced ineffective stimulation and thus has not used or recharged her scs system for at least 5-6 years. Surgical intervention is pending to address this issue.